Event description:
Customer reported that the image intensifier hanger and left monitor are loose. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and tightened all hardware on the monitors and image intensifier sys operates as intended.